Event description:
It was initially reported that on (B)(6) 2013, a dye study and an x-ray of the pump had been performed and it was suspected that the pump had flipped. The next day it was reported that the pump was determined to have flipped and she was going to in for a revision. It was further added that the dose was going to be decreased to 100 mcg/day because it was thought the patient was not receiving any drug; patient was being treated with intrathecal lioresal (575 mcg/day and 500 mcg/ml). It was added that on the morning of (B)(6) 2013 the incision in the lumbar region was palpable and it was 'oozing csf' (cerebral spinal fluid). The patient also had a spinal headache, and 'hadn't seen much effect with her spasms in terms of symptoms.' Per reporter during implant hcp had a hard time getting csf, she attempted a couple of times; she did do a purse string suture. Reporter thought that since patient was symptomatic and because of this big of a csf, the catheter mostly may be pulled out of the intrathecal space. It was added that patient had a good trial but 'then all of a sudden she's on a pretty high dose and really nothing;' they hadn't really seen much affect with her spasms in terms of symptoms.' The estimated replacement indicator (eri) said 67 months. During the revision surgery, the flipped pump was flipped back over and secured. The surgeon checked the lumbar region for a csf leak and found none. Following the revision, the pump was programmed to deliver a dose of 100 mcg/day lioresal. Regarding patient outcome, the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump and catheter (returned incomplete in segments) revealed no anomalies, normal device function.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: catheter model: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.